Event description:
In 2008, the patient reported experiencing elevated blood glucose of 520 mg/dl. His normal blood glucose range is 90-120 mg/dl. He bolused through his infusion device to lower his blood glucose. He stated that he does not believe his infusion device is delivering insulin properly. He stated that he has gastroparesis which can cause elevated blood glucose. He was advised by his physician not to use his infusion device due to improper insulin delivery. Upon follow up on a week later, the patient reported that his infusion device was working properly and his blood glucose values had returned to normal. He stated that he does not need a replacement infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.